Manufacturer narrative:
Without patient-specific information (such as placement/treatment dates or prior tooth history), a causal relationship between use of the 3m product and the reported effects was not able to be established.

Event description:
On (B)(6) 2016, 3m was informed about at least one patient who required root canal treatment on a tooth which had a 3m espe lava ultimate cad/cam restorative for cerec crown. No patient-specific information was made available to 3m other than the reporter stated that leakage had occurred, leading to significant decay and the need for root canal treatment.